Manufacturer narrative:
This report is being submitted to correct the operator of device (d5) in section d. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the lead was not placed in the patient's body. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. In addition, the pressure test was failed which indicating the lumen or outer insulation is damaged or breached. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this brady lead was a case of an attempted implant due to lead damage as the physician was loading the stylet into the lead, the stylet poked through the wall of the lead. The brady lead was opened on the table but not placed in the patient. This brady lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported.